Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: did the patient receive any preoperative chemotherapy or radiation? Not provided. During endoscopy, was the site of the bleeding able to be identified? Actively bleeding between staples. During endoscopy, were any staple formation issues identified? If so, please describe the shape and location. No. What medication was used for the injection and where was the injection? Tranexamic acid IV. What were the indications for surgery: not provided. Were there any issues experienced with the device in the initial surgical procedure? No, staples were intact (not malformed) and there was no bleeding. Did the surgeon fired the device or another staff? Colorectal surgeon fired another device. Surgeon is experienced in using the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Not provided. Did the user wait 15 seconds after closing the device and then retighten prior to firing? Not provided did the user receive audible & tactile feedback when firing the device? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Were the donuts inspected? If so, please describe. Donuts were inspected, intact and no problems. Was a complete transection of the cutting washer visually confirmed? Yes. Were 2 washers noted during inspection of the device? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. No. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? No. Were leak tests done? Yes. Were there any leak identified during and post-op? None during primary procedure. No. Leak test was done post-op, concern was more regarding the significant bleeding. Does the surgeon believe the post-operative bleed was related to an alleged. Deficiency of the device or were there other contributing factors to include patient tissue condition? Surgeon wanted to know if the modified batch had any stapler changes. We confirmed that the staples were not modified. Reported heavy bleeding trans-anally: what was the total estimated blood loss (ml)? Was a transfusion required? Not provided. Were there any issues with hemostasis intra-operatively? Not provided. Patient's co-morbidities if any? Not provided. What is the current status of the patient? Not provided. Any changes to post-op management due to this reported event? Not provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 9/27/2019. Date of event: month and day unknown. Only year (2019) is known. Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device or staple form in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? During endoscopy, was the site of the bleeding able to be identified? During endoscopy, were any staple formation issues identified? If so, please describe the shape and location. What medication was used for the injection and where was the injection? What is the current status of the patient?

Event description:
It was reported that after a high anterior resection procedure, patient developed heavy bleeding trans-anally post-operatively from the staple line, requiring intervention with endoscopy, injection and clips.